Manufacturer narrative:
The event of "seroma and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection and skin rash on right side against an unknown mammary implant device.

Event description:
Patient reported seroma, infection and skin rash on right side against an unknown mammary implant device. The device has been explanted. Patient was treated by topical treatment and antibiotics for one year.